Event description:
It was reported that the insulin pump alarmed button error. Customer stated that they were unable to clear the alarm and that the screen was frozen. Customer mentioned that the insulin pump hit the kitchen counter prior to the alarm. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.